Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was reported to be "low" via cgm reading. Cause of low bg was unknown. Customer consumed carbohydrates and glucose tablets to address bg.